Event description:
It was reported that while using the ilet, the user entered the fill tubing function to check for drops and inadvertently reconnected to the infusion set and tubing before confirming drops, which stopped insulin delivery and led to hyperglycemia reaching 361 mg/dl. Troubleshooting and education were provided and no pump alerts or alarms occurred. The user's blood glucose (bg) trended down to 284 mg/dl before they decided to go to be and agreed to reach out if bg did not return to range. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a usage problem identified involving improper procedure related to the tube component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.